Event description:
Caller alleged false positive troponin (tni) results. Results as follows: the pt was a female around (B)(6) that came in with chest pain. The pt was discharged because the EKG was normal. The customer uses the following reference ranges: gray zone 0.05-0.4 and >0.4 is considered positive.

Manufacturer narrative:
Investigation pending.